Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A pharmacist reported during a cataract extraction with intraocular lens implant procedure the "knife had no cut". The surgery was completed with no harm to the patient.